Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced loss of stimulation due to lead migration confirmed via x-ray. During repositioning the paddle lead, it was cut and the physician replaced with a different paddle lead. The patient was doing well postoperatively. The explanted device was discarded.